Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image problem with cuts. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was noise in the image, no image, there was a lack of image on the monitor, disconnection in cable unit, water leak in coupler unit. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the image problem with cuts, noisy image and no image was disconnection in cable unit. In addition, the cause of the lack of image on the monitor was water leak in coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.